Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume folfusor was leaking from the bladder. It was not specified when in the process step this occurred. The device was filled with 5-fluorouracil diluted with glucose 5% to 233ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4: expiration date (update to ni) and d10 (update to include medication). H4: device manufacture date: between september 30, 2022 to october 4, 2022. H10: the device was received for evaluation containing fluid in the bladder. A visual inspection was performed which observed fluid inside the housing suggesting a leak. Further examination on the sample revealed leak was coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.